Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, unable to authenticate. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user identification (ID) (B)(6) was unable to log in due to an account lockout, as confirmed by multiple authentication failure entries and active directory lock status. A technical support specialist (tss) informed the customer that the account needed to be unlocked by hospital information technology (hit) team, as this action could not be performed from the pyxis side. Subsequently, the user confirmed that the account was successfully unblocked and user was able to log in, indicating the issue was resolved. The system functioned as intended after the technical support specialist verified the device.